Manufacturer narrative:
Date of event is estimated. No date available on the lead device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to high impedances. Therapy was turning off/auto reducing. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.